Manufacturer narrative:
The pump passed the displacement and self tests. The pump error 63 was confirmed in the pump history due to a broken trace at the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that insulin pump alarmed again hardware low level failure during selftest. The customer¿s blood glucose was 280 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.